Event description:
The 1 mm syringe did not fit the hub of the mc. The patient with cancer of the right liver was undergoing trans catheter arterial chemoembolization (tac). Reportedly, the hub of the microcatheter did not fit to a 1mm bd syringe. The adriamycin, lipidol solution was being injected thru the mc. The mc appeared normal upon removal from the packaging and it was inspected. The hub of mc appeared normal and round and there was no sign of damage (crack, etc). The catheter was not flushed using any other device prior to use with the bd syringe. The product was not re-sterilized.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation is not yet completed. Additional information will be submitted within 30 days upon receipt.